Manufacturer narrative:
Patient information: unk. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6. -6.5 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged due to white foreign bodies behind icl. The exchange resolved the problem. Cause was reported to be the device.

Manufacturer narrative:
H6- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry with residue/debris on the lens in a microcentrifuge vial. Visual inspection found residue/debris on the product and foreign material on the lens surface, specifically white debris throughout the lens. Visual inspection found the haptic torn and bent. 4112- lab analysis: lab analysis found white particles on the lens were analyzed using fourier transform infrared spectroscopy (ftir) and scanning electron microscopy with energy dispersive x-ray spectroscopy. White particles were found to be primarily sodium (na) and calcium (ca) citrate, hydrated. Other elements detected included: silicon (si), magnesium (mg), chlorine (cl), and potassium (k). Claim#(B)(4).